Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient who had fusion surgery for oc-c3. Pre-operative diagnosis for this procedure was fixation for instability of c1/2 dislocation due to malformed spine. It was reported that a total of 5 screws were inserted into the oc adjustable plate. There was no problem until the 3rd screw, but when it was tried to insert the forth (middle) and fifth (right) screws, the driver got stuck and it could not come off from the screw. Therefore, it was removed and it was tried to make it come off on the outside of operative field, but it could not come off, so it came off by using pliers of the hospital. The screws were replaced with screws with diameter of 5 mm, and they were inserted by oc torque limiting driver in the two sites where the screws had been removed. (The subsequent screws were also inserted same as this). The tap was not used because the patient was young and the bone thickness was not enough. It was said that the bone quality was moderate. There was a overall delay of less than 60 mins. No health damage in the patient was reported. No further complications reported.